Manufacturer narrative:
Name of affiliation: (B)(6). Name of distributor of products for education and simulation: (B)(4). Brand name of epinephrine: epipen. Brand name of diphenhydramine: benadryl. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
A nurse inquired on company¿s product if products they contained latex since it has been reported that one of the students at a known university had an anaphylactic reaction while practicing with a company¿s known wafer for nursing school and eventually ended up hospitalized overnight. The product was applied to the student¿s abdomen. The mother of the end user mentioned that reaction started as a rash with hives under the adhesive, and they proceeded to spread on her neck and down her arms. She had coughing, shortness of breath and swelling in her throat which did not clear with two diphenhydramine. Her clinical instructor administered epinephrine via auto-injector; the medics administered two additional epinephrine en route to the hospital. The end user was taken to the emergency room where she spent five hours and oxygen was administered. Furthermore, the mother stated that the end user still has some chest pain, dyspnea (shortness of breath) and was diagnosed with situational asthma. The allergist could not finish the allergy testing because she became so reactive. They prescribed an inhalable epinephrine nasal spray, an inhaler and nebulizer. She was being followed by a pulmonologist, allergist and immunologist. A photograph of the wafer package was received, however photograph of alleged issue was not received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause h11: investigation summary: photograph, video and/or physical sample evaluation: - there was a photograph associated with this case and in this, the reported defect cannot be seen. No unused return sample was expected. Batch record revision results: the lot number was not available; however, four (4) potential lots for the product (sur-fit natura stomahesive wafer) were provided by a nurse and a batch records review were performed: lot 4g01242 was manufactured on 04/jul/2024, in mlk-1 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/mar/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1020976 and manufacturing order (B)(4). Lot 4h03928 was manufactured on 21/aug/2024, in mlk-1 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/mar/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1020976 and manufacturing order (B)(4). Lot 4d05054 was manufactured on 25/apr/2024, in mlk-1 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/mar/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1020976 and manufacturing order (B)(4). Lot 4h01137 was manufactured on 07/aug/2024, in mlk-1 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/mar/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1020976 and manufacturing order (B)(4). Historical complaints review: on 02/may/2025, complaints investigator ran a query in database in order to verify the complaints reported for the lots 4g01242, 4h03928, 4d05054, and 4h01137 related to "allergic reaction" and no additional complaints were identified. Historical nonconformance review: on 02/may/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) related to "allergic reaction" for the lots number 4g01242, 4h03928, 4d05054, and 4h01137 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Material inspection certificates: the ingredients found in stomahesive standard wear skin barriers are: · polyisobutylene. · pectin · sodium cmc fcc-grade. · gelatin usp/nf. On 25/mar/2025 was reviewed the product material inspection certificates for the potential lots 4g01242, 4h03928, 4d05054, and 4h01137, and all tests were in compliance. Historical scars review: on 02/may/2025, complaints investigator ran a query in database in order to verify the supplier corrective action report (scars) related to stomahesive materials: polyisobutylene, pectin, sodium cmc fcc-grade, and gelatin usp/nf. As results no supplier corrective action report (scars) were identified. Conclusion summary investigation of the event: there was a photograph associated with this case and in this, the reported defect cannot be seen. No unused return sample was expected a batch record review of the potential lots was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. A review of historical complaints, nonconformance (nc) / corrective and preventive actions (CAPA), and scars were performed, and no additional issues were identified. This issue certainly appears to be an isolated incident. As part of the preliminary investigation, it was determinate that this issue is not related to the manufacturing process. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.